Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock lead impedance measurements measuring between 135-140 ohms. At implant, shock lead impedance measurements measured, 70 ohms. Technical services (ts) reviewed the data, and it appears there has been a gradual rise. Ts provided troubleshooting and programming options. At this time, the lead remains in service. No adverse patient effects were reported.